Event description:
It was reported that a physician's dell x5 handheld computer would not hold a charge and was freezing. This MDR captures the handheld device not holding a charge and MDR 1644487-2010-01913 captures the handheld freezing. The physician was sent a replacement handheld device. Good faith attempts to obtain the handheld in question as well as add'l info have been unsuccessful to date.